Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: device codes.

Event description:
It was reported that this pacemaker was explanted and replaced due to a non-specific product performance anomaly. It is unknown if this device will return. No additional adverse patient effects were reported. Additional information was received indicating that this device was explanted due to a concern of premature battery depletion. It is unknown if the device will return. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted and replaced due to a non-specific product performance anomaly. It is unknown if this device will return. No additional adverse patient effects were reported.